Manufacturer narrative:
Exemption number e2017043. (B)(4). This report is being submitted shortly after the company became aware of information that been provided, as part of retrospective review of cases.

Event description:
During a surgery using renaissance system at (B)(6) hospital, USA, on (B)(6) 2016, device malfunctions resulted in prolongation of surgery by more than an hour. It was indicated that there were sporadic pneumatic pressure-drops that are manifested in a minor tilts of the surgical system and some trajectories could not be reached. However, these issues were minor (non-safety). While they were successfully resolved during surgery, the troubleshooting collectively consumed over an hour while the patient was already anesthetized. No patient harm was reported.